Manufacturer narrative:
Additional product code: pif. Additional 510k number: k123555. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the patient had a vagus nerve stimulator. An inserter reported a patient having a seizure after placing an iris tube.